Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing impedance, high capture thresholds, and low r-wave amplitudes. The rv lead was capped and replaced on (B)(6) 2021. The patient was stable throughout.